Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the customer was doing a set change and received a low battery alert. The customer had already changed the battery a couple days back. During troubleshooting the customer stated the insulin pump alarmed after battery change. The insulin pump is currently alarming during the call. Customer stated the batteries were out of insulin pump greater duration allowed by the insulin pump. Explained to customer this is normal behavior. Customer is having a hard time changing her battery. Customer did not have a new battery, so continued receiving a failed battery test. Advised customer to put a new battery and if insulin pump continues alarming failed battery test again to call back. The customer stated she had syringes as a backup plan. The customer's blood glucose was unknown.